Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl. It was stated that the customer was experiencing high glucose for several days. Troubleshooting was performed. It was stated that the customer had difficulties to stand up, nausea, vomiting, and headache. The customer's recent glucose reading was 172mg/dl, and he has treated with the insulin pump and manual injections. Advised the caller that a loner insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.